Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 5) occurred during the load sequence. The customer's blood glucose level ranged from 266-267 mg/dl. Customer loaded a new cartridge to resolve the issue.